Event description:
The customer reported that the device would power off when 150 joules was selected during the opcheck.

Manufacturer narrative:
The customer reported that the device would power off when 150 joules was selected during the opcheck. The unit was evaluated and the symptoms was verified. Replacing the battery, pca resolved the reported issue.